Event description:
Adverse event(s): no pt impact (no consequences or impact to pt). Product problem(s): "fault message" (device displays error message); "repeat mode was not available" (device operates differently than expected). The biomedical engineer reported during a case the system displayed an output fault message which caused the laser to be disabled for the laser repeat mode. The surgeon completed the case using single shot firing. After the case was completed, another system message was displayed indicating a service request was needed. There was no pt injury associated with the event.

Manufacturer narrative:
The facility declined a service visit based on price. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4).